Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopically assisted vaginal hysterectomy, laparoscopic repair, uterosacral vaginal fixation, culdoplasty, cystoscopy and posterior vaginal repair due to pelvic organ prolapse and stress urinary incontinence.

Manufacturer narrative:
Date sent to FDA: (07/25/2016). It has been reported that following insertion the patient experienced urinary tract infection, pressure during urination and urinary frequency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary tract infection, pressure during urination and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.